Event description:
This event was reported as 24 hrs post implant, pt showed heart failure on echo; cardiac cath (done 4 days later) revealed partial blockage of coronary ostia, possibly from stent post of valve. Pt died, no autopsy performed; valve was not explanted. No further info was provided.